Event description:
A customer reported that during surgery, the vitrectome stopped cutting after a number of cuts were more than 2000. This caused increased surgery time. The case was completed without harm to the pt. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).